Manufacturer narrative:
(B)(4). The device was originally manufactured sometime in 1995. The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) functional testing and rite electrical testing was conducted and the device passed. A simulated therapy was performed and was completed successfully. Pneumatic system testing found no issues. A service history review revealed no previous service events that were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported condition was not confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown alarm occurred during dwell 2 on the homechoice (hc). The patient was connected at the time of the alarm. The reporter stated that there was no alarm code, only the audible alarm after cycling power. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.